Event description:
Sensor failed, again, given how many fail and keep failing and abbott not replacing them I'm sure a recall or refund for a faulty product should be looked into before someone dies. It's not like there aren't issues with the cgms failing and or reading incorrectly. I'm surprised they made it through approval given how many problems I've seen with them personally.